Manufacturer narrative:
The device was received for evaluation. During functional testing, upstream occlusion was not reproduced. Evaluation sent the device to flowline for ultrasonic sensor upstream occlusion, ultrasonic sensor us air, and downstream occlusion tests. A review of event history log revealed occurrences of "downstream occlusion" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through history log review however no component issue was identified and therefore no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed upstream occlusion during unspecified process in the biomed service department. There was no patient involvement. No additional information is available.